Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 30-nov-2022: the units listed did not involve any patient. The issue happened during setup of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there were syringe not in place errors. There was no patient injury reported.

Manufacturer narrative:
Describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken upon receipt, the top case was chipped in the front, the bottom case had seal damage and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is attributed to customer damage as the main board was not seated onto the extrusion thus, causing the (motor not running) error. Installed the main board onto the extrusion.

Event description:
Additional information was received via email on (B)(6) 2022. Per the complaint contact, I work in the biomedical department with no interactions with any patients involved in these devices.

Manufacturer narrative:
Device evaluation: we received a pump for investigation, the top case was chipped in the front, the bottom case has seal damage, and the right plunger case was cracked. The event history log was reviewed and there was a motor not running error in the history. Reported problem duplicated during the flow test. The main board was found to not be seated in the extrusion slot which is the cause for the motor not running error. The main board was most likely knocked out of the extrusion slot as case damage was observed upon visual inspection. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.